Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she believed the insulin pump was not delivering insulin. Her blood glucose level was not coming down from 466 mg/dl. Customer's blood glucose level was 474 mg/dl before a 10 unit bolus. The customer felt tired when she tried to walk. The customer treated her blood glucose level with manual injections. The infusion set was bent and had blood on it. The device was not returned.